Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the physician reported that the bands were tangled and failed to deploy. The procedure was completed with another speedband superview super 7. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of bands failed to deploy.

Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of bands failed to deploy. Block h11: investigation result the returned speedband superview super 7 was analyzed, and it was observed during visual inspection that the device was not damaged. The ligator housing was returned without any bands on it. The photo provided shows the bands were overlapped. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. This problem could be related with the technique used by the physician or the way the device was being handled when trying to deploy the bands with the handle. Possibly the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. It could also be a possibility that depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure, causing the bands to become overlapped and unable to deploy accordingly. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the physician reported that the bands were tangled and failed to deploy. The procedure was completed with another speedband superview super 7. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h2: correction: correction to blocks d2a common device name and d2b pro code. Block h6 device code a050501 is being used to capture the reportable event of bands failed to deploy. Block h11: investigation result the returned speedband superview super 7 was analyzed, and it was observed during visual inspection that the device was not damaged. The ligator housing was returned without any bands on it. The photo provided shows the bands were overlapped. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. This problem could be related with the technique used by the physician or the way the device was being handled when trying to deploy the bands with the handle. Possibly the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. It could also be a possibility that depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure, causing the bands to become overlapped and unable to deploy accordingly. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the physician reported that the bands were tangled and failed to deploy. The procedure was completed with another speedband superview super 7. No further information has been obtained despite good faith efforts.